Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No stuck buttons or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a missing end cap sticker and a scratched reservoir tube window.

Event description:
Customer reported she was attempting to set a bolus and the number started ramping up. Customer's blood glucose was 141 mg/dl. Customer reported that she kept the device in her pants pocket. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
T(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.